Event description:
The information received from (B)(4) study indicated that the patient was admitted asymptomatic with a 75% stenosis in the right proximal internal carotid artery. An angioguard rx embolic protection device was successfully deployed. A 10 x 40mm precise pro rx was successfully deployed with no malfunction. During removal of the angioguard from the patient, the capture sheath did not engage the filter. The operator was able to use the device. The angioguard device was successfully retrieved from the patient with the accunet retrieval device (abbott). The problem was just at proximal margin of stent. There was an abrupt caliber change at the proximal stent. Large calcium plaque created a ridge. There was no adverse event to the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present prior to, at, or after the lesion site.

Manufacturer narrative:
There was no difficulty or resistance noted while crossing the lesion with the device. The device has to pass through a previously placed stent. The filter basket expanded fully with good wall apposition. The lesion was post-dilated after stent implantation with a 5.5mm x 20mm balloon at 8atm. The percent stenosis after post-dilation was 5%. There was difficulty advancing the capture sheath to the lesion at proximal margin. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no filter basket deformation. The filter was distal enough from the lesion during the procedure to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no debris in the filter basket after removal. The user did not feel that debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. The information received from (B)(4) study indicated that the patient was admitted asymptomatic with a 75% stenosis in the right proximal internal carotid artery. An angioguard rx embolic protection device was successfully deployed followed by deployment of a precise pro rx. During removal of the angioguard from the patient it was noted that the capture sheath did not engage the filter but the physician was able to retrieve it with another device. There was an abrupt caliber change located in the proximal stent; large calcium plaque had created a ridge interfering with filter capture. There was no reported patient injury. The product was not available for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430079 (lr packaging l/n # 01430079, is cordis lot 71210518). This packaging lot contained 99 units, which were shipped from lake region medical on january 28, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information available, it appears that the difficulty experienced may have been caused by vessel characteristics and/or procedural factors and is not related to a product quality issue.